Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-01384.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils. During the procedure, multiple smart coils were unable to detach on the first attempt. The physician therefore needed to make multiple attempts to detach the embolization coils. There was no report of an adverse effect to the patient.